Event description:
No additional information received. Material # 301033 batch # 3352880. It was reported by customer that syringes began spraying their contents out the sidewalls. It was found that many of the ones in the boxes (unused) have cracking along the sides and in the luer-lock area. Verbatim: rcc received a complaint via email. Email(s) attached. We are having an issue with product failure and the attached item/shipment. When first using these syringes, many of them began spraying their contents out the sidewalls. Upon inspection, we found that many of the ones in the boxes (unused) have cracking along the sides and in the luer-lock area, making them unusable or hazardous to use. The lot # is 3352880. Vwr po# 4516616955. Bd item # 301033 from lot # 3352880.

Manufacturer narrative:
Pr 9984703 follow up for device evaluation. It was reported syringes began spraying contents out the sidewalls. To aid in the investigation, four samples with no packaging and six photos were provided for evaluation by our quality team. A visual inspection was performed, the four samples have the syringe barrel damaged. The six photos provided show the samples received. No other defects or imperfections were observed. This defect could occur if there is a jam during the assembly process. A device history record review was completed for provided material number 301033, lot 3352880. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. Verification of the alignment of the rails and conveyors was performed. The alignment was correct, and the flow of product was good. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed.

Event description:
Material # 301033, batch # 3352880. It was reported by customer that syringes began spraying their contents out the sidewalls. It was found that many of the ones in the boxes (unused) have cracking along the sides and in the luer-lock area. : rcc received a complaint via email. Email(s) attached. We are having an issue with product failure and the attached item/shipment. When first using these syringes, many of them began spraying their contents out the sidewalls. Upon inspection, we found that many of the ones in the boxes (unused) have cracking along the sides and in the luer-lock area, making them unusable or hazardous to use. The lot # is 3352880. Vwr po (B)(4) . Bd item # 301033 from lot # 3352880. Additional information: 1. What is the date of event? Various dates. The issue started with our latest shipment which was received 3/21/24. Problem has persisted through the present. 2. Describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. Bench chemists have been sprayed, unexpectedly, with potentially hazardous samples. Proper ppe was being worn, and so thankfully no injury has been reported. Some samples were compromised, and/or work had to be redone, and cross contamination between samples was also a risk.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.